Event description:
A facility reported a certas valve was implanted via v-p shunt in (B)(6) 2021, with unknown setting. In mid-february, shunt obstruction was suspected, and the valve was removed on (B)(6) 2022. After removing the shunt, ventricular drainage was performed, but gastroenteritis also occurred, and the shunt drainage was removed on unknown date. Shunt drainage was carried out again, and the patient is in the follow-up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828816) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve.

Event description:
N/a